Event description:
It was reported that a patient experiencing fatigue presented in the clinic. Upon interrogation, it was noted that the device failed the telemetry tests, was found in back up mode and exhibited possible premature battery depletion. No further information was available.